Event description:
It was reported that the lead had increased threshold and varying impedances. It was further reported that the lead was reprogrammed, and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the lead had increased threshold and varying impedances. The lead is still in use. No patient complications were reported as a result of this issue.